Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of a ventral hernia. As reported, bard/davol composix e/x hernia patch mesh, reference number 0123680, lot number 43ard310 (device # 1) and a bard/davol ventralex, reference number 0010301, lot number husl0862 (device #2) were implanted to repair the defects. It is alleged that several years later on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect, and remove some of the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch and ventralex hernia patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with complex ventral hernia and underwent laparoscopic hernioplasty with implant of composix e/x (device #1) and ventralex mesh (device #2). Per operative notes, "noted 3 separate small fascial defects at umbilicus, supraumbilicus space and one just to the right of supraumbilicus space. Then the abdominal fascial defects was taken down. A composix e/x (device #1) mesh was placed into the peritoneal cavity with polypropylene side to the abdominal facia. A small ventralex mesh (device #2) was placed intracorporeally to cover the fascial defect and tacked." (B)(6) 2016 - patient underwent robotic ventral incisional hernia repair with placement of ventralight st mesh with echo ps (device #3) and explant of existing hernia meshes (device #1 & #2). Per operative notes, ¿the upper abdominal portion of the mesh (device #2) was fairly well incorporated however there were multiple omental adhesions and were lysed. Along the lower aspect of the mesh, there were several loops of small bowel adherent to the mesh (device #1). After lysis of adhesions, the recurrent hernia was located in the inferior aspect of the mesh where it was pulled away from the abdominal wall and the mesh was excised. The mesh (device #2) was placed in the left upper quadrant to be removed at the completion of the procedure. After the mesh had been removed, the hernia defect was then repaired with ventralight st mesh with the echo positioning system (device #3) placed inside the abdominal cavity.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain, possible recurrent ventral hernia and abdominal wall dysfunction thereby underwent repair with removal of existing ventralight st w/ echo mesh (device #3) and bilateral myocutaneous muscle advancement. Per operative notes, "there were adhesions from the omentum, colon to the anterior abdominal wall and to the mesh (device #3). They were lysed and removed the abdominal mesh. A bard soft mesh (device #4) was cut to an appropriate size and then placed within the retrorectus space with sutures as well as glue.¿ attorney alleges that the patient had pain, adhesions, hernia recurrence, and emotional injuries.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Addendum : h11: this supplemental emdr is submitted to document additional information provided, to correct the manufacturing date and expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 years 5 months post implant, patient was diagnosed with adhesions and hernia recurrence thereby underwent repair with excision of mesh. The instruction for use (IFU) supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh ¿ ventralex (device #2). Additional supplemental emdr was submitted to represent the composix mesh e/x (device #1) and an emdr to represent the ventralight st w/ echo (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. This emdr represents device number 2. A second emdr was submitted for device number 1. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2009, the patient underwent surgery for repair of a ventral hernia. As reported, bard/davol composix e/x hernia patch mesh, reference number 0123680, lot number 43ard310 (device # 1) and a bard/davol ventralex, reference number 0010301, lot number husl0862 (device #2) were implanted to repair the defects. It is alleged that several years later on (B)(6) 2016, the patient underwent an additional surgery to repair the hernia defect, and remove some of the mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch and ventralex hernia patch.